Event description:
Reporter indicated that during a surgery, the physician's dell handheld computer screen became frozen after interrogation of a generator. As the event resolved, the handheld computer will not be returned to the manufacturer.